Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) provided remote troubleshooting and determined the customer had selected flow instead of pressure at test 4. The customer confirmed that troubleshooting resolved the issue and the ventilator was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed pressure accuracy testing. There was no patient involvement.